Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient had several mesh removal, revision procedures on (B)(6) 2009. The patient had complete removal of the mesh on (B)(6) 2009 in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, leaking if yelled, coughed or sneezed. The patient experienced immense amount of pain and dyspareunia. Her doctor stated that her body was rejecting the mesh.